Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor cannula or electrode was missing. Customer stated that cannula or electrode was not in her body. Customer stated that needle was hard to remove, she had to grab the needle twice. Sensor will be return for analysis.

Manufacturer narrative:
One opened and used partial sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Unable to confirm insertion or needle anomaly due to customer did not return insertion needle; only sensor.